Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer's one-link administration sets were leaking. The specifics of the event were unknown. It is unknown whether or not there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The report source is not foreign. Should additional relevant information become available, a supplemental report will be submitted.